Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a recto ra procedure, after mobilization of the handle with endo clinch device, it was noticed punctate perforation in thin handle. The device failed in the distal jaw. The patient died. There was no anticipate loss of tissue. There was damaged tissue. There was not loss of blood higher than 500 cc. Time of procedure was extended more than 30 minutes. There was no event adverse reported. Sample will not be available because it was discarded by customer. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Manufacturer narrative:
No autopsy was performed.

Event description:
See page 3 for operative report. According to the reporter, the device failed because "failures in its structure which generates holes in the intestine of the patient." Damaged tissue: thin intestine+ descending colon. The endoclich was used in laparoscopic lower rectal resection, in laparoscopic mobilization of small intestine and colon. The cause of death was multiorgan failure. The causes of death are listed in the patient chart. It was clarified that the causes of death were not related to the use of endoclinch. Operative report: previous inhalational anesthesia, aseptic and antiseptic rules, placement of sterile fields, peritoneal cavity is operated by 12 mm umbilical trocar (hasson technique) 10 mm trocar placement in supra-umbilical midline, 10 mm trocar in the right flank para-rectal, 5-mm trocar in the left flank, confirming findings, mobilization of bowel loops with endo-clinch clip (covidien), showing pinpoint holes in thin handles secondary to mobilization, are replaced by intestinal clamp atraumatic clamps maneuver laparoscopic mattox, dissection of the left ureter, dissection peritoneal reflection, dissection straight meso harmonic scalpel, they pass hand-assisted technique with type device "alexis", placed at the level of incision phanesteil section of proximal colon (sigmoid) by placing clamp tailoring with prolene 2-0, distal section contour verges stapler + 2 refills, descending straight anastamosis with 29 mm circular stapler, small bowel raffia (secondary to pinpoint mobilization endoclinch) 6 raffia in total, anastomotic leak test showing the presence of tearing type injury in antimesenteric the descending colon (proceeds to raffia vicyl 3-0). Insufflation of the pneumoperitoneum, after labeling with 3-0 vicryl ileum segment to be externalized for making protective ileostomy, placement of drainage ba lake in pelvis, externalized by counter-opening in left flank, plans synthesis (vicryl or / prolene 4-0), making ileostomy with vicryl 3-0, placing base and ileostomy bag, toiletries and final cure.

Event description:
Additional information received from the account: the causes of death are listed in the medical records of the patient. It was clarified that the causes of death were not related with the use of the endoclinch. The perforations were noted in the small bowel and in the colon, there were no perforations to vessels. The handle of the device was not broken. The endoclinch was used in an laparoscopic lower rectal resection, in the laparoscopic mobilization of small bowel and colon.